Event description:
The customer had not reported any further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple occasions, after changing the cartridge, the customer felt that the pump did not immediately resume insulin delivery. The customer thought that it may be due to use error, but was not sure. The customer's blood glucose (bg) was 573 mg/dl and the bg level was addressed with boluses via the pump. The bg returned to target level. The customer indicated that a review of the pump records was to be conducted and if there was an issue, tandem technical support would be contacted.